Event description:
New information states the lead was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead was dislodged. It was noted that the patient had a fall the day after implant. The lead was repositioned. The patient was stable and would continue to be monitored.